Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred preoperatively while setting up equipment. It was reported that the localizer was not connected. The system was restarted while disconnected from the axiem and then the axiem was plugged into the system once it started and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.